Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 626222) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. The reporter commented: follow-up (19-jun-2023): essure insertion date discrepancy noted: updated from (B)(6) 2008 to (B)(6) 2008. Insertion details: preop diagnosis: multiparous requesting permanent sterilization. Preop indication: desires permanent sterilization. Post-op diagnosis: satisfactory placement of essure microinserts. Procedure: hysteroscopic bilateral tubal occlusion. Procedure note: there was no evidence of any intracavitary lesion. Both tubal ostia were visualized. Starting on the patient's right side, an essure microinserts was deployed. During deployment, the device did spiral into the tubal ostia thus there were no trailing coils left. A similar procedure was repeated on the patient's left side again with the same result. The patient was transferred to the recovery room in excellent condition. Removal information: postop diagnosis: same, endometriosis. Procedure: total laparoscopic hysterectomy, bilateral salpingectomy. Complications: none. Findings: normal appearing vagina and cervix. Uterus sounded to 10cm. Normal ovaries and tubes. Indication: 35 yo with pelvic pain and aub; patient with essure coils in place she failed conservative management. Desired definitive surgical management. Specimen: uterus, cervix, bilateral fallopian tubes with essure coils. Procedure note: the mesosalpinx under the left tubal segment was grasped using the ligasure. It was cauterized and cut in a serial manner until I reached the cornua of the uterus. At this time, attention was turned the right adnexal region. In a likewise manner, the mesosalpinx on the right was grasped beneath the tubal segment using the ligasure. It was cauterized and cut in a serial manner until I reached the cornua of the uterus. The patient was then taken out of lithotomy position and awakened from anesthesia without any complications. She tolerated the procedure well. The patient was taken to the recovery room awake and in stable condition. Lot number: 626222. Manufacture date:2007-11. Expiration date: 2009-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-jul-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 626222) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. The reporter commented: follow-up (19-jun-2023): essure insertion date discrepancy noted: updated from (B)(6) 2008 to (B)(6) 2008. Insertion details: preop diagnosis: multiparous requesting permanent sterilization. Preop indication: desires permanent sterilization. Post-op diagnosis: satisfactory placement of essure microinserts. Procedure: hysteroscopic bilateral tubal occlusion. Procedure note: there was no evidence of any intracavitary lesion. Both tubal ostia were visualized. Starting on the patient's right side, an essure microinserts was deployed. During deployment, the device did spiral into the tubal ostia thus there were no trailing coils left. A similar procedure was repeated on the patient's left side again with the same result. The patient was transferred to the recovery room in excellent condition. Removal information: postop diagnosis: same, endometriosis. Procedure: total laparoscopic hysterectomy, bilateral salpingectomy. Complications: none. Findings: normal appearing vagina and cervix. Uterus sounded to 10cm. Normal ovaries and tubes. Indication: 35 yo with pelvic pain and aub; patient with essure coils in place she failed conservative management. Desired definitive surgical management. Specimen: uterus, cervix, bilateral fallopian tubes with essure coils. Procedure note: the mesosalpinx under the left tubal segment was grasped using the ligasure. It was cauterized and cut in a serial manner until I reached the cornua of the uterus. At this time, attention was turned the right adnexal region. In a likewise manner, the mesosalpinx on the right was grasped beneath the tubal segment using the ligasure. It was cauterized and cut in a serial manner until I reached the cornua of the uterus. The patient was then taken out of lithotomy position and awakened from anesthesia without any complications. She tolerated the procedure well. The patient was taken to the recovery room awake and in stable condition. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: adverse event "medical device removal" updated to events: "pelvic pain" and "abnormal uterine bleeding". Insertion and removal information updated, lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.